Event description:
It was reported during the replacement surgery of the neurostimulator, the lead was dislocated in the epidural space because the outer silicone sleeve of the anchor was loose from the inner titanium anchoring body. The lead was repositioned and the anchor was replaced with a new one. The pt was fine after surgery and received good paresthesia.

Manufacturer narrative:
The anchor was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.